Event description:
The customer reported that, t on (B)(6) 2024 at approximately 0954hrs., customer reported nibp hardware failure error message displayed on screen and nibp parameter box was greyed out while in use. The user restarted the c700 and m540 monitor multiple times in order to re-establish nibp functions and complete the case. No adverse patient impact or death was reported.

Event description:
The customer reported that, t on (B)(6) 2024 at approximately 0954hrs., customer reported nibp hardware failure error message displayed on screen and nibp parameter box was greyed out while in use. The user restarted the c700 and m540 monitor multiple times in order to re-establish nibp functions and complete the case. No adverse patient impact or death was reported.

Manufacturer narrative:
A complaint was submitted where it was reported that the m540 had a nibp hardware error message displayed on the screen while in use. Draeger engineering was able to identify nibp hardware error alarms in the logs provided for the date and time of the reported incident. The logs did not provide any further information. Their findings were sent to the draeger service engineers with the suggestion to replace the m540's nibp pump. Draeger service tested the cited m540 at the customer's site and was unable to reproduce the reported hardware failure. The customer confirmed that the proper cuffs and nibp hoses were in use along with the proper size for the patient being monitored. The nibp pump was thoroughly tested and there were no problems found. The pump on the cited m540 was replaced as a precautionary measure. After the pump was replaced the m540 was fully tested, and it was confirmed to be operating per the manufacturer¿s specifications. The hospital biomed was informed of the device's status. When the hospital performs their pre-use checkout tests on the m540 it will be ready for clinical use.